Event description:
It was reported that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy, and further information regarding the issue was not provided as the customer declined further troubleshooting.